Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 2 tubes had a molding defect. One had a notched shield and the other had a molding defect on the tube (milky white ring around the middle of the tube). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 2 tubes had a molding defect. One had a notched shield and the other had a molding defect on the tube (milky white ring around the middle of the tube). There was no health impact or consequences reported.